Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the interior tibial artery. The 3.0x38mm esprit btk system was advanced however became stuck in the 6fr sheath. The system could not be removed from the sheath therefore the sheath was removed from the anatomy. The sheath was replaced and the procedure continued using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.